Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. PMA 510(k): this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k110449. Corrective action has been initiated.

Event description:
Patient experienced failure of four implants due to unknown reasons.